Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 700 mg/dl while wearing the pod on the abdomen. Symptoms reported include vomiting. The patient was diagnosed with diabetic ketoacidosis and treated with IV fluids and possibly insulin. It was found that the cannula was dislodged and a new pod had to be applied. The pod was discarded.